Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, wear abrasion, brown and yellow particles on the shell. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii and seroma-late.

Event description:
Explanting physician reported "the capsular contraction manifested during surgery as a loose prostheses covered with a thick capsular contracted layers loose from the pocket with 10 cc seroma." The device was explanted. Left side.